Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a continuous glucose monitor displayed a reading of 44 mg/dl on both the dexcom sensor and the ilet following early removal of a prior sensor and ongoing calibration difficulties, and the user was transferred to the cgm manufacturer after troubleshooting confirmed the issue was related to the cgm system. Symptoms included hypoglycemia based on the reported glucose value. Outcomes included no reported injury or medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed unsuccessful calibration and that the ilet and cgm were confirmed to be in proximity, with no concomitant acetaminophen use or illness reported. It was concluded that the event stemmed from cgm calibration issues without a confirmed device malfunction of the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.